Event description:
A customer reported experiencing a cartridge alarm 30 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the customer's pump with one that includes updated software, as the current pump's software was outdated. Despite the pump issue, the customer had a backup insulin pump to ensure uninterrupted insulin delivery. The replacement pump was set to be sent with a signature required for delivery, and the customer was advised to return the faulty pump within 10 days to avoid charges. Instructions were given to the customer on programming the new pump settings, connecting the continuous glucose monitor, and placing the old pump into storage mode before return.